Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was then performed on the returned unit. The neptune was connected to 110 vac. The unit passed the initial power connect test and the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The returned unit was prepared for the functional bench test. An adult breathing circuit (880-36kit) was connected to the returned unit. Using a low compliance column with water and 10 lpm of air pressure, a real time operational scenario was created. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for six hours. Based on the investigation performed, the reported complaint could not be confirmed. A DHR review was performed on the concha neptune with no evidence to suggest a manufacturing related cause. There were no issues found with the returned unit. It should be noted, all units being returned for service will have power supply pcbs replaced if they are older than 3 years. The power supply pcb for this unit was manufactured 20-aug-2007 and will be replaced.

Event description:
The event is reported as: the display flashes and then turns off. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 11/20/2007. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the display flashes and then turns off. Unknown when alleged defect was detected.